Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that due to a plate breakage the patient was revised. The patient had a distal femur fracture on the same leg and a new plate was put in. It was mentioned that the patient walked around with the broken plate before opting to have it removed. The patient did not have surgery on (B)(6) 2021, it was just documented that the patient slipped and had a broken plate.